Event description:
Care giver stated the chair is not stable; she believed her patient had only had it for one year; the patient believed this was a new chair. The arms are ragged roughing her skin due to the unstable chair; the patient has fallen out of it.